Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the clip applier instrument involved in the complaint to perform failure analysis. The instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pediatric cholecystectomy surgical procedure, the medium-large clip applier instrument did not close correctly. The procedure was completed. No known patient consequence was reported.